Event description:
Alliance registry it was reported that restenosis occurred. On (B)(6) 2024, the 3.00 mm x 15.00 mm was used during the index procedure. The patient continued regular follow-up visits approximately every two months after completing outpatient cardiac rehabilitation. On (B)(6) 2024, coronary CT was performed and restenosis in the target lesion was suspected. On (B)(6) 2024, coronary angiography revealed 100% stenosis located in the non-tortuous and non-calcified lesion and revascularization was performed. No chest symptoms were reported between the index procedure and the revascularization procedure.